Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer received phone assistance from the intuitive surgical, inc. (Isi) technical service engineer (tse). Per the tse's advice, the customer power cycled the system to resolve the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the image was backward, and the universal surgical manipulators (usm) moved opposite than intended. The site changed the endoscope prior to calling intuitive surgical, inc. (Isi) technical service engineer (tse), with no change to the issue. The tse asked the site to power cycle the system, which resolved the issue. The site continued with the case. There was no report of patient injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.